Manufacturer narrative:
Product analysis: it was determined at analysis that the programmers display was scratched and worn. It was also determined that the programmers stylus functioned intermittently due to the scratches on the display. The device passed console and systems tests. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for repair subsequently tested out of specification during the manufactures analysis. There was no patient involvement.